Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states fork stem snapped. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states fork stem snapped. Please see additional information on this incident on (B)(4). See (B)(4) for the MDR filing decision